Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance, and were now high out of range greater than 125 ohms. Technical services discussed to continue to monitor, and to consider commanded shock in impedances continue to rise. The lead remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
3191 code used to denote dft testing.

Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance, and were now high out of range greater than 125 ohms. Technical services discussed to continue to monitor, and to consider commanded shock in impedances continue to rise. The lead remains in-service at this time. No adverse patient effects were reported. Additional information that defibrillation threshold (dft) testing was performed due to chronically high out of range shock lead impedances. The lead remains in-service. No adverse patient effects were reported.